Event description:
Reporter indicated that pt was being tapered off of medication topamax. Patient began experiencing an increase in seizures that is greater than pre-vns baseline levels. Seizures have become more intense. No further info available.